Event description:
It was reported that the patient experienced return of symptoms with increased baseline pain, "random episodes of sweating and increase in oral". There was a pump volume discrepancy also noted. The actual residual volume was greater than the expected residual volume; specific values were not reported. The pump contained morphine. It was unknown if there were any alarms or if the intrathecal drug prescription had been confirmed. A dye study "in future" was being considered.

Manufacturer narrative:
(B) (4).